Event description:
It was reported to ventec that the device was delivering an erratic breath rate and was unable to maintain set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec, where the reported issues of it delivering an erratic breath rate and being unable to maintain set peep (positive end expiratory pressure) could not be verified or reproduced. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.